Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 04/14/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 04/14/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the neurologist¿s dell x50 programming handheld would not power on. Troubleshooting was performed but was unsuccessful. Attempts to have the product returned for analysis were made, but the product has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution.